Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the procedure kit, a foreign object was observed near the locatable guide by the physician before registration. Additionally, there was an issue with the extended working channel, which was found to be broken, cracked, or damaged. The kit was removed and wiped off, but the protrusion remained, leading to the request for another kit. The locatable guide was not extended past the endotracheal tube into the patient's airway. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury. Medtronic's initial evaluation of the incident found that the string was created from radial gouge across the inside of the ewc.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. It was reported that the device was broken, cracked, or damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The allegation of foreign material was determined to be material from the inner lining of the ewc. The evaluation detected an unreported condition of excess adhesive on the locatable guide. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.